Event description:
It was reported per hospital medwatch report #13450705 that the hydrophilic coating on the catheter failed. The catheter was removed and replaced with another of the same with no harm to the patient.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation, therefore a failure analysis could not be completed. User facility report indicated no patient harm. Communications with physicians at the user facility revealed no knowledge of this occurrence. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.